Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05819. It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2021 during which the lead was explanted and replaced. It is not known which lead migrated so both are being reported.